Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a call service 69 alarm was reproduced when the pump started up. The pump was unable to recover from the alarm after rebooting. The call service 69 failure is a result of a language file corruption while retrieving the language text. The error was resident to the flash chip.